Event description:
The stimulation started to work differently and was not controlling the pt's pain. The pt was unable to adjust the stimulation; the pt was vision impaired and could not read the screen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).